Event description:
The hcp reported the pt was unaware of refill schedule of the newly implanted pump. The pt began to experience withdrawal symptoms when the reservoir emptied. The pt was hospitalized and the pump was refilled with a change in drug concentration from 500mcg/ml to 2000mcg/ml. A daily dose change was also made at that time from 300mcg/day to 200mcg/day. The pt was discharged to home.